Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The 4.5x15mm nc quantum apex balloon catheter was advanced. During the first inflation, the balloon ruptured at 16atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The 4.5x15mm nc quantum apex balloon catheter was advanced. During the first inflation, the balloon ruptured at 16atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.